Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event the patient ate chocolate when the cgm reading was 63 mg/dl. An unknown amount of time after this, the patient experienced feeling bad, senseless, couldn't speak and couldn't stand up from bed. The patient told her son to call an ambulance, and the patient was brought to the hospital. The patient reported she was treated with a ¿glucose injection¿ given ¿through the catheter¿. The day after the event, in the morning the patient was discharged after spending less than 24 hours in the hospital. Even though no cgm reading, nor blood glucose reading was reported by the patient from the time they experienced symptoms, the patient alleged that she believed that the cgm device was showing inaccurate values during the time of the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Date received by mfg - correction to the date in the initial MDR. The correct date should be (B)(6) 2024.